Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during the ablation phase of the procedure the site experienced two fluid loss alarms while the saline was around 70 degrees celsius. The physician decided to stop the case as she suspected a cervical leak as the ray-tec pad was slightly wet. The sheath was removed and the patient examined. Redness was noted, but was not considered a burn and the physician restarted and completed the hta procedure with a second procedure set. No additional treatment was provided to the patient. There were no patient complications. Follow up obtained on (B)(6) 2013, from the attending nurse confirmed post-op, the patient is doing ¿great¿ with no signs of a thermal injury.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.